Event description:
It was reported that patient¿s device was showing ifi=yes less than a year after implant. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No surgical intervention has been reported to date. No additional or relevant information has been received to date.

Event description:
Additional information received that it is unknown if electrocautery was used during the implant of patient's generator. No additional information has been received to date.

Event description:
Tablet data was reviewed for generator with results showing that generator's battery depleted prematurely. No other anomalies were found within the decoder except that the device depleted prematurely. Information was received that patient did not undergo any other surgery after implant of the device that could have exposed them to electrocautery. No additional relevant information has been received.